Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The retained sample was available for review/testing. No defects or abnormalities were observed on the devices or the packages, the devices met current specifications including the usp needle pull requirements for a 3-0 pdo device. The actual decontaminated needle was received within a piece of foam, along with the racetrack carrier and the foil package labeled as lot d223jzn. (RMA #(B)(4)). Toolmarks were observed on the swaged end, along the curve and on the tip of the needle component; the tip of the needle was severely damaged; bent out of the original form. No suture remnants were observed within the needle hole of the indicating the suture pulled completely free from the device. No suture was returned to review the end points for indentation marks or damage. A report of a needle detaching during use could be due to the suture material not being placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force was utilized when removing the device from the trocar, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the device was grasped on or near the swaged end of the needle, damaging the suture, allowing the suture to break free from the needle. The ¿precautions¿ section in the IFU for these devices¿ states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ CAPA 23-000 was opened on 01/06/2023 to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were addressed: create procedure to perform set-up of attaching equipment. Completed 06/16/2023. Retraining of the attachment staff and clean room set-up operators. Completed 06/16/2023. Evaluation of the operation of the attaching machines. Completed 06/23/2023. Standardize the cut of the suture and method of attachment. Completed 07/27/2023. Identification and replacement of damaged manual pull attachment and test tools. Completed 07/31/2023. Update and training of visual aid (settings for annealing process). Completed 12/18/2023. Implementation of the attach operator certification plan (clean room). Completed 01/12/2024. Update of quality criteria to add annealing inspection procedure. Completed 01/19/2024. Without receiving sterile samples/packages from the same finished good lot for testing/review or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, size of the trocar used in comparison to the needle size on the quill device, or procedure performed, a definitive root cause cannot be determined at this time.

Event description:
The needles and sutures came off when the surgeons pulled quill out of trocar. The needle dropped into the body. It took them a while to find it, but they managed to get the needle out.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process, or final inspection processes. The retained sample was available for review/testing. No defects or abnormalities were observed on the device or the package. The device met current specifications including the usp needle pull requirements for a 3-0 pdo device. The actual sample has not been received to date (RMA #47152). The sample will be evaluated upon receipt and the results will be added to the file and a follow-up report will be submitted. A report of a needle detaching prior to use, when removing from the package or during use could be due to the suture material not being placed deep enough within the needle hole during the manufacturing process. It¿s also possible excessive force is utilized when removing the device from the packaging or during the procedure, exceeding the strength of the attachment, allowing the needle to pull free from the suture or the devices are being grasped on or near the swaged end of the needle, damaging the suture, allowing the needle to break free from the suture. Pdo suture material can change color, become brittle; break easily if exposed more than the recommended time for these types of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for this lot was reviewed and met all current criteria. The ¿precautions¿ section in the IFU for these devices¿ states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ CAPA 23-000 was opened on 01/06/2023 to address similar failures reported (needles detaching/needles pulling free from the suture). A review of the method and machinery was performed. The following corrective actions were implemented: ¿ create procedure to perform set-up of attaching equipment. Completed 06/16/2023. ¿ retraining of the attachment staff and clean room set-up operators. Completed 06/16/2023. ¿ evaluation of the operation of the attaching machines. Completed 06/23/2023. ¿ standardize the cut of the suture and method of attachment. Completed 07/27/2023. ¿ identification and replacement of damaged manual pull attachment and test tools. Completed 07/31/2023. ¿ update and training of visual aid (settings for annealing process). Completed 12/18/2023. ¿ implementation of the attach operator certification plan (clan room). Completed 01/12/2024. ¿ update of quality criteria to add annealing inspection procedure. Completed 01/19/2024. Without receiving the actual sample/package to review under the microscope, receiving sterile device(s)/packages from the same lot to review/test, or receiving detailed information regarding the shipping, handling and storage of the device(s), exposure time prior to use, method utilized to remove the devices from the packaging, tools utilized to grasp the devices, the size of the trocar compared to the size of the needle on the quill device, a definitive root cause cannot be determined at this time.